Event description:
It was reported that there was a high blood glucose event with an unknown cause, occurring earlier in the day before contacting support. There was no specific value provided for the blood glucose level, but it displayed as "high." The customer addressed the issue by taking two long walks until blood glucose returned to normal. Technical support advised the customer to consult their healthcare provider and to contact support again for troubleshooting if they experienced another high blood glucose situation.